Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with ise sodium (na) assay, potassium (k) assay and chloride (cl) assay on a cobas 6000 c501 analyzer (cobas 2) when compared to a different cobas analyzer (cobas 1). On (B)(6) 2023: the original sample was withdrawn in sodium sitrate tube. Initial na result: 115 mmol/l. Initial k result: 4.8 mmol/l. Initial cl result: 85 mmol/l. On (B)(6) 2023: a new sample was withdrawn in lithium heparin tube. Na result: 143 mmol/l. K result: 4.8 mmol/l. Cl result: 108 mmol/l. On (B)(6) 2023: both samples were repeated and gave the following values. Repeat na result: 143 mmol/l (tested on cobas 1). Repeat k result: 6.0 mmol/l (tested on cobas 1). Repeat cl result: 109 mmol/l (tested on cobas 1). The results were reported in the customer's computer system and the physician questioned the results. The samples were then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number was i6934 with an expiration date of 12-feb-2024. The k electrode lot number was s1165 with an expiration date of 10-feb-2024. The cl electrode lot number was e2883 with an expiration date of 01-mar-2024. The customer stated that they switched to new calibrator lot which had not been updated in the analyzer. Last calibration was performed on 14-aug-2023. Calibration was performed and was not acceptable. Qc was performed and was acceptable showing no indication for a performance issue of the reagent. On 16-aug-2023, the field service engineer (fse) found that the sipper tubing and the acrylic block o-ring were seated incorrectly. He also found an ise leak near the base of the sipper tubing. The fse replaced the acrylic block o-ring and corrected the sipper tubing placement. He verified the proper ise probe, the sipper alignments and the rinse levels. The fse performed ise checks and they were acceptable. He also performed ise qc and they were within the customer's specifications. The service actions (replacing the acrylic block o-ring and correcting the sipper tubing placement) resolved the issue. No further issues were reported afterwards.